Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to oversensing of myopotential noise. It was noted that the noise was reproduced during troubleshooting so reprogramming to the primary vector. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.